Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 (configuration option settings checksum is not 0) alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-94 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.